Manufacturer narrative:
Unit unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. No motor position encoder error alarm noted on alarm history screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.